Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient reconnected a loose connection between the transfer set and the titanium adapter. On an unreported date, the patient was hospitalized for the peritonitis event and received unspecified treatment for the event. On an unreported date, the pd catheter was removed. At the time of this report, the patient remained hospitalized and the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the breach in aseptic technique was further described as the patient failed to notice the uncleanness, failure in cleaning the area before starting pd therapy, touch contamination due to exchanging bags in unclean situation and the connection tube was ¿terribly unclean¿. It was reported there was no leakage from the connection tube. The peritonitis was manifested by pyrexia, abdominal pain, and anorexia. The same day as event onset, the patient was hospitalized for the peritonitis and began treatment with intraperitoneal gentamicin (10 mg, four times daily for eight days). Three days after event onset, the patient began ceftazidime via intravenous drip (1 gram once daily for 16 days). The same day as event onset, pd therapy was discontinued, and the patient began hemodialysis therapy. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed and the tubing was found torn,damaged and separated from the titanium spike. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.